Event description:
It was reported that during a carotid artery stenting (cas) procedure, balloon inflation difficulty and a balloon rupture occurred. The lesion was located in the internal carotid artery. The stenosis and calcification of the lesion are unknown. The tortuosity of the vessel is unknown. The sterling 3.5 x 30/135 mm balloon was advanced to the lesion. However, the balloon was not inflated properly and the balloon ruptured at 6atm. The inflation time is unknown. The balloon was removed intact from the patient. The procedure was completed with an unspecified device. No patient injuries or complications were reported. The patient's status is reported as "good".